Event description:
Customer reported that during training, the defibrillator did not read electrocardiograms through the pads. No reported pt involvement. Svc rep duplicated reported condition. Device repaired and proper operation was confirmed.